Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2013 and suture was used. While suturing the uterus, the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found that the needle has a cracked barrel.

Manufacturer narrative:
Date sent to the FDA: 09/24/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.